Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires at the distal end of a thoracic grasper instrument were identified during set up. The instrument was not used in case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. No broken wires were found. An additional finding not reported was black tube insulation damaged at the distal end. Insulation was gouged on one side and had a .094 x .067 section lifted up roughly 1.38 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.